Event description:
It was reported that a (B)(6) man with a heavily calcified right internal carotid artery (ica) occlusion and severe stenosis in a 9-x40 mm acculink stent in the ica was admitted for left hemispheric transient ischemic attack (tia). An intravascular ultrasound investigation was performed to understand the mechanism of in-stent stenosis (iss), to quantify the iss tissue burden, and to choose the correct therapeutic approach. The entire procedure was performed under filterwire protection. The result of the ultrasound study revealed incomplete stent deployment in the resistant calcified plaque, soft iss tissue, and a large ica of 8 mm. A 9-x30 mm non-abbott carotid stent was deployed without any predilatation, but postdilatation was performed with a 7-x20 mm non-abbott balloon. The result was good, without any complications, but there was some small debris in the filter. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Implant date: estimated. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of restenosis and occlusions, as listed in the adverse events section of the acculink carotid stent system instructions for use, are known adverse events associated with carotid stenting procedures. Based on the information reviewed, there is no indication of a product deficiency.